Manufacturer narrative:
Analysis/preliminary evaluation: upon receipt of the sample, visual examination of the entire length of the catheter revealed the guidewire was stuck within the catheter and the entire hub was separated from the outer and inner shaft of the catheter. The proximal marker band was displaced to middle of the balloon. The returned hub did not appear to be damaged. The guidewire could not be removed from the catheter. The sample was decontaminated for further evaluation. A lot history review revealed this is the only complaint associated with balloon rupture for this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the returned sample is undergoing evaluation which has not yet been completed. Upon completion of the investigation, a supplement report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly was difficult to deflate. After treatment of a severely calcified target lesion in the superficial femoral artery (sfa), the hub reportedly detached after attempts were made to remove the catheter from the patient. The health care professional (hcp) reportedly prepared the lutonix dcb and removed the balloon protector without issues. The hcp allegedly advanced the lutonix dcb to the target lesion without applying negative pressure and inflated the balloon without difficulty. After the treatment was completed, the hcp attempted to deflate the balloon, but it would not deflate. The physician used fluoroscopy to confirm the balloon was deflating; reportedly it was not deflating. The physician removed the indeflator and attached a syringe to apply negative pressure to the balloon. The physician viewed the balloon under fluoroscopy once again, but it was still not deflating. The hcp forcefully retracted the catheter to the distal end to the introducer sheath, and in doing so, separated the hub from the inner and outer catheter shafts. The physician retracted the lutonix dcb and the guidewire as a single unit while maintaining patient access through the introducer sheath. The lutonix dcb was returned for evaluation. No adverse patient outcomes were reported.

Manufacturer narrative:
Analysis/device evaluation: upon receipt of the sample, visual examination of the entire length of the catheter revealed the guidewire was stuck within the catheter and the entire hub was separated from the outer and inner shaft of the catheter. The proximal marker band was displaced to middle of the balloon. The returned hub did not appear to be damaged. The guidewire could not be removed from the catheter. Functional testing revealed the guidewire could not be removed because it was stuck at multiple locations due to the inner lumen being severely accordioned. The investigator used destructive techniques to remove the guidewire from the catheter. The guidewire was unable to be completely removed from the inner lumen, but it was able to be moved distally to the tip for examination. The exposed guidewire did not appear to be damaged and blood residue was not present. No other functional testing could be performed. A lot history review revealed this is the only complaint associated with deflation issue for this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: returned product analysis confirmed the allegation of a deflation issue with the catheter, although the root cause is unknown. The hub detachment and severely accordioned damage is the result of excessive force used to remove the catheter from the patient. It is unknown whether the patient and/or procedural issues contributed to the event. The DHR found nothing to indicate a manufacturing related cause for this event. If additional information becomes available, a supplement report will be submitted with all relevant information.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly was difficult to deflate. After treatment of a severely calcified target lesion in the superficial femoral artery (sfa), the hub reportedly detached after attempts were made to remove the catheter from the patient. The health care professional (hcp) reportedly prepared the lutonix dcb and removed the balloon protector without issues. The hcp allegedly advanced the lutonix dcb to the target lesion without applying negative pressure and inflated the balloon without difficulty. After the treatment was completed, the hcp attempted to deflate the balloon, but it would not deflate. The physician used fluoroscopy to confirm the balloon was deflating; reportedly it was not deflating. The physician removed the indeflator and attached a syringe to apply negative pressure to the balloon. The physician viewed the balloon under fluoroscopy once again, but it was still not deflating. The hcp forcefully retracted the catheter to the distal end of the introducer sheath, and in doing so, separated the hub from the inner and outer catheter shafts. The physician retracted the lutonix dcb and the guidewire as a single unit while maintaining patient access through the introducer sheath. The lutonix dcb was returned for evaluation. No adverse patient outcomes were reported.

Manufacturer narrative:
Corrected data: date received by manufacturer has been changed from 6/21/2017 to 6/29/2017 which is the date the investigation was completed. Additional information: (B)(4). Analysis/device evaluation and conclusion have been updated below. Analysis/device evaluation: upon receipt of the sample, visual examination of the entire length of the catheter revealed the guidewire was stuck within the catheter and the entire hub was separated from the outer and inner shaft of the catheter. The proximal marker band was displaced to middle of the balloon. The returned hub did not appear to be damaged. The guidewire could not be removed from the catheter. Functional testing revealed the guidewire could not be removed because it was stuck at multiple locations due to the inner lumen being severely accordioned. The investigator used destructive techniques to remove the guidewire from the catheter. The guidewire was unable to be completely removed from the inner lumen, but it was able to be moved distally to the tip for examination. The exposed guidewire did not appear to be damaged and blood residue was not present. No other functional testing could be performed. A lot history review revealed this is the only complaint associated with deflation issue for this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: returned product analysis confirmed the allegation of a deflation issue with the catheter, although the root cause is unknown. The hub detachment and severely accordioned damage is the result of excessive force used to remove the catheter from the patient. It is unknown whether the patient and/or procedural issues contributed to the event. The DHR found nothing to indicate a manufacturing related cause for this event. If additional information becomes available, a supplement report will be submitted with all relevant information.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly was difficult to deflate. After treatment of a severely calcified target lesion in the superficial femoral artery (sfa), the hub reportedly detached after attempts were made to remove the catheter from the patient. The health care professional (hcp) reportedly prepared the lutonix dcb and removed the balloon protector without issues. The hcp allegedly advanced the lutonix dcb to the target lesion without applying negative pressure and inflated the balloon without difficulty. After the treatment was completed, the hcp attempted to deflate the balloon, but it would not deflate. The physician used fluoroscopy to confirm the balloon was deflating; reportedly it was not deflating. The physician removed the indeflator and attached a syringe to apply negative pressure to the balloon. The physician viewed the balloon under fluoroscopy once again, but it was still not deflating. The hcp forcefully retracted the catheter to the distal end of the introducer sheath, and in doing so, separated the hub from the inner and outer catheter shafts. The physician retracted the lutonix dcb and the guidewire as a single unit while maintaining patient access through the introducer sheath. The lutonix dcb was returned for evaluation. No adverse patient outcomes were reported.